Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a unknown sized descending thoracic aortic aneurysm. It was reported when the patient returned for follow-up approximately 34 months later, a CT revealed a d-sine (distal stent graft-induced new entry) had occurred. Two days later, semi-urgent treatment was performed. A valiant vnmc3434c182tj stent graft was implanted just above the sma, but the last stent slipped up and was placed proximally to the desired location so an additional vnmc3434c90tj was then implanted, which was implanted directly above the sma. However, an ib endoleak was observed, so balloon touch-up was performed, but the issue did not disappear, and it was judged that there was nothing else that could be done and the operation was completed as per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient will be monitored.